Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least eighteen applications were performed with balloon catheter 2af284 with lot number 06353 without any issue on the date of the event. The balloon catheter was not returned and there was no indication of a product malfunction. This was a known clinical adverse event during the procedure (st elevation and hypotension). Medication was administered, and the st elevation resolved. The reported clinical issue cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was observed on the electrocardiogram (ECG). Additionally, hypotension was observed. Medication was administered, and the st elevation resolved. The case was completed with cryo. No further patient complications have been reported as a result of this event.